Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the dilator would not snap into the sheath and bleed back was noted once in body. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received at boston scientific post market laboratory for analysis. The faradrive sheath was returned without its native dilator. The interface interaction between the device and its accessory could not be performed. Therefore, the cause of this allegation cannot be established. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event. A tear was found on the internal hemostatic valve by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the dilator would not snap into the sheath and bleed back was noted once in body. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.